Event description:
It was reported that a spectrum iq infusion pump alarmed air in line during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line" was not reproduced. The device sent for evaluation of the ultrasonic sensor, however, testing was not completed due to a reload set occurring during the process. A review of the event history log revealed "air in line!" Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the out of specification ultrasonic sensor. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.